Event description:
It was reported that the device was programmed to high outputs due to the patient's ''sick heart.'' As such, the device experienced early battery depletion, and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and meets 80% of expected longevity.